Event description:
The patient reported that the beeps do not work on his infusion device. The patient removed the batteries and replaced them, but this did not restore the audio signal beeps of the patient's infusion device. The patient tried again to reset the audio signal beeps by holding the h and m buttons down together on the infusion device, but the beeps would not restore. The patient did state that she recently dropped her infusion device. The patient was advised to switch to her back-up infusion device. The patient's blood glucose was not affected. The patient did not need assistance from a healthcare professional or second party. The product has been requested for return to be evaluated.